Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h4,h6(type of investigation, investigation findings, investigation conclusions),h10. At time of call back, she denied needing assistance as she states the staff switched to another pump. Later, during discussion she also mentioned there was also an autofill failure alarm, and now neither alarms are present. She has sequestered the initial pump and complaint is initiated. No harm to patient. The complaint will be closed and, if new information and/or device were available, the file would be reopened and updated.

Event description:
N/a

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had restriction on alarms. Cvor rn called requesting assistance with iab restriction alarm , however ended up switching to another pump and denying assistance. Later, during discussion she also mentioned there was also an autofill failure alarm, and now neither alarms are present. She has sequestered the initial pump. There was no patient harm reported .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.